Event description:
Boston scientific received information from the patient that the power brick became burning hot while attempting to plug in the communicator. The communicator will no longer turn on. A replacement communicator was shipped to the patient.

Manufacturer narrative:
The communicator along with the power cord were returned for analysis. Post market quality assurance confirmed and observed that the power brick became hot after about 4 minutes while plugged in. It was confirmed that the communicator lost power because of a defective power brick.